Event description:
Homecare dealer was called to an assisted living facility after a detached caster on a four wheeled walker was reported. Service technician reports that he serviced the unit and it was fine. There was no fall or injury to the patient.